Event description:
The customer reported that the system was intermittently losing cine rungs; thereby losing subtraction, road-mapping, or other critical vascular functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.